Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one (1) fluid warmer was received. A visual inspection noted a cracked enclosure and damaged printed circuit board (pcb). No functional testing was performed however, the screen part of the liquid crystal display (lcd) is missing confirming the customer complaint. A root cause was due to physical impact to the device. A manufacturing device history review (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Health effects/health impact codes: updated.

Event description:
Additional information received on (B)(6) 2023 via email: no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.(event date) information is unknown.

Event description:
It was reported that the warmer lcd screen has been knocked off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.